Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check. The patient was transported and hospitalized for a device revision. It is currently unknown if the device has been replaced. At this time, the device remains in service. Outside of the patient hospitalization, no additional adverse patient effects were reported. The product is expected to be returned once revised. Subsequently, additional information was received indicating that the device has not been revised due to patient having covid. This device currently remains in service and no additional adverse patient effects were reported. Additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check. The patient was transported and hospitalized for a device revision. It is currently unknown if the device has been replaced. At this time, the device remains in service. Outside of the patient hospitalization, no additional adverse patient effects were reported. The product is expected to be returned once revised. Subsequently, additional information was received indicating that the device has not been revised due to patient having covid. This device currently remains in service and no additional adverse patient effects were reported.